Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had stuck button alarm and buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were not able to clear the alarm. Customer states they did press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted. Keypad connector was fully locked. (B)(4).